Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the stylus not working intermittently. The stylus was calibrated and passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus does not work intermittently. The programmer was returned for service. There was no patient involvement.